Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator control board was replaced to resolve the issue.

Event description:
The hospital reported an error that resulted in loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no report of patient injury.